Event description:
It was reported the cadd cleo infusion set cannula was bent during infusion. The bent cannula could cause blockage of insulin. The patient glucose level was higher than expected and smelt insulin at the site. After changing the infusion set, the blood glucose level back down. There was no patient harm.

Manufacturer narrative:
A4 - weight: 235 (units not provided). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.